Manufacturer narrative:
(B)(4). The customer returned an electric dermatome device, serial (B)(4), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Medicrea has previously repaired/evaluated this electric dermatome twice. The last repair was november 2, 2016 where it was reported that the motor slows down during long uses and the ball bearing, spring seal, needle bearing, semi-circle bearings, vespel sleeve bearings, motor, thickness control shaft and divers were replaced. This is not a related issue. Initial qa inspection of the electric dermatome by medicrea revealed that the spring seal could be defective. The calibration and the motor were in good condition. Repair of the electric dermatome was performed by medicrea which included replacement of the spring seal. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during initial inspection the motor was in good condition. The spring seal being defective would not cause the device to stop during surgery. The root cause of the device stopping during surgery cannot be specifically determined with the provided information since the device worked as intended. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. The electric dermatome was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the device does not work properly. It stopped during surgery. No adverse events were reported as a result of this malfunction.